Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found the unit failed the leak test due to a cut on the cable, and there was a faded label on the rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the autoclavable camera head had dark and blurry visual prior to a diagnostic exploratory laparoscopy procedure. The procedure was successfully completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not temporarily displayed due to an internal water leakage in the cut on the cable. The event can be [detected/prevented] by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.